Manufacturer narrative:
Initial report ref to natus complaint# (B)(4). The nurse in charge moved the unit inside the ICU and when she tried to plug it, it sparked and stopped functioning. It was visible that something burned inside in a part which seems to have the metal cover crushing a cable. They claim that the problem was when they changed the unit from one patient to another. No injuries reported. Acceptable risk associated with the complaint as per line 7.6 in (B)(4) neoblue overhead risk analysis spreadsheet. No death or serious injury, considered a customer inconvenience. Install date: (B)(6) 2021. Further investigation to be carried out.

Event description:
Neoblue compact assembly package non-us, the nurse in charge moved the unit inside the ICU and when she tried to plug it, it sparked and stopped functioning. No injuries reported.

Manufacturer narrative:
Follow up report 001 ref to natus complaint# (B)(4). The unit was received in middleton. Engineering conducted the investigation and associate the issue with the supplier. The investigation results were as follows: outside visual inspection: white wire is pinched between the halves of the arm enclosure. Insulation of the white wire is visible outside of the arm enclosure. There was a black mark on the outside of the arm, likely due to an electrical short. Continuity/electrical inspection: the neutral line has an electrical short to the ground line. Inside visual check: the four screws that hold the enclosure halves together were removed to look inside the arm and get a better view of the pinched white wire. The white wire (neutral line) was crushed between the arm enclosure halves at two locations, where the wire extended partially outside of the arm enclosure. Both of these locations had been crushed enough to reveal with the inside bare copper wire. The inside of the arm enclosure half had two round black marks, each right below where the white wire had been crushed. The black marks likely were caused by sparking at the two crush locations. The green/yellow wire (ground line) was also captured between the threaded pem and the washer tab, and it was partially crushed, but this didn't result in a break in the insulation of that wire. Assessment: arm was most likely assembled incorrectly, with the neutral line and ground line routed incorrectly. This incorrect assembly would have clearly been visible if the assembly had been visually inspected. It is not believed that the pinching of the wires occurred at the customer. There was no evidence that the arm had been disassembled, and the reassembly of the arm is rather difficult, making it more unlikely. The pinched white wire and then bare copper wire (neutral line) was able to short to chassis ground, through the edge of an enclosure half. This was likely the sparking that was reported. Scar, supplier corrective action - capa005380 was created as a result of this complaint acceptable risk associated with the complaint as per line 7.6 in doc-035903 neoblue overhead risk analysis spreadsheet. No death or serious injury, considered a customer inconvenience. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Faillure confirmed : yes. Investigation result code: seattle/assembly error. Closure rationale: complaint verified, CAPA iniated. Low safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Neoblue compact assembly package - non-us - the nurse in charge moved the unit inside the ICU and when she tried to plug it, it sparked and stopped functioning. No injuries reported.